Event description:
The customer reported fluid free flowed through the pump module while connected to a patient in the labor and delivery department. There was no report of harm.

Manufacturer narrative:
Additional information provided: the customers¿ report of unregulated flow while connected to a patient was not confirmed. Physical inspection of the device noted the instrument seal missing. The rear case had a missing screw at the rear lower well and the bezel assembly was cracked at the lower hinge shroud. Internal inspection found corrosion on the lower part of the bezel assembly and the protective film on the scrolling message display bar was still installed. No anomalies were observed with the pumping fingers, occluder fingers or camshaft. No fluid ingress was observed on the electrical components. Review of the pump module event log found no instance of the pump module being used on the customers reported incident day of (B)(6) 2018. Functional testing performed found the device delivering fluid within specification. The root cause of the customer¿s report of unregulated flow while connected to a patient was not determined.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported fluid free flowed through the pump module while connected to a patient in the labor and delivery department. There was no report of harm.